Event description:
It was reported there will be a revision surgery to revise and replace the screws and plate due to the devices not meeting surgeons expectations.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The devices were not returned for evaluation, however an image has been received showing two of the screws from the patients left mandible plate had come loose. Thus, the reported event could be confirmed. At most 22 screws could have been loose, but only two could be confirmed. Stryker's medical expert concluded that the loose screws were likely caused by the patient's poor bone quality and possible misplacement of screws over the tooth roots. Consequently, the reported event was not caused by the stryker products. Based on the investigation performed there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time.

Event description:
It was reported there will be a revision surgery to revise and replace the screws and plate due to the devices not meeting surgeons expectations.